Event description:
It was reported to philips that geometry was not responding to longitudinal drive, z- rotation, or detector sid movement. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by moving patient to another room. Field service engineer (fse) inspected the system onsite and found that force sensor was defective. After reviewing log file fse found multiple collision warning for the frontal image detector shift and frontal propellor. Fse found that long drive, z- rotation, detector sid had no response to tsm commands regardless of position. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the force sensor. After replacement of force sensor, the system was working as intended.